Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "" the handles were broken at the junction point in the package." There was no report of patient involvement. It is unclear if the alleged defect reported was found in the clinical setting.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured as per release specification. The sample was returned for evaluation. A visual exam was performed and it was observed that the base was broken. These products are inspected prior to release from the manufacturing facility; therefore, it can be confirmed that the device left the manufacturing site fully functional. It seems that for some reason it sustained unexplained physical damage. A CAPA was opened to address this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "the handles were broken at the junction point in the package." There was no report of patient involvement. It is unclear if the alleged defect reported was found in the clinical setting.